Event description:
Per provider wires are exposed have to bend wires to get the bed to move dlr wants us to be aware that the metal clip is a problem, it is attached too tight to the rubber wire, this allows no movement to the wire and it causes the pendant to tear at the wires and become exposed.